Event description:
It was reported that during an unspecified ankle surgical procedure, it was discovered that the power drive device had intermittent operations and was running when upside down but was not running when right-side up. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: correction: the statement "the serial number was unknown" documented was incorrect. The device lot number was known and documented in the initial medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.